Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator alarmed charge shock failure. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional information was requested but none was provided. Upon receipt of the information request for further details, it was conveyed that there was no more information to be provided. The device was received by the philips bench repair on 28-nov-2019. An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a faulty therapy capacitor and therapy pca.. No electrocardiogram (ECG) rhythm strips, event logs, or case event files were provided for review. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted, on a date not reported, the patient experienced an event with details not reported, hospital staff connected the patient to the heartstart mrx, the device was charged with 150 joules (j) of energy, 135 j of energy was delivered and the device generated charge and shock failure messages. It is unknown if defibrillator pads or paddles were used. The number of shocks attempted and delivered were not reported. The outcome of the event is unknown. No relevant laboratory data was reported. According to heartstart mrx instructions for use m3535a/m3536a, publication number 453564307761, edition 2, 2012, page 328), the delivery of energy was within normal limits. The therapy capacitor and therapy pca were replaced to resolve the reported symptom. We are unable to determine the cause of the reported symptom as multiple parts were replaced. The device was returned to the customer on (B)(6) 2019 and no further evaluation is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator alarmed charge shock failure. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional information has been requested.